Manufacturer narrative:
During follow-up, the patient said she has catheterized for years using the f14nc catheter and has been very satisfied with the product. She said there were no defects or malfunctions with the f14nc catheter. She thought perhaps she acquired the uti due to her having to catheterize more frequently recently than usual.

Event description:
Intermittent catheter patient (user) stated she is currently receiving treatment from her doctor for an active urinary tract infection (uti) while using the f14nc catheter. During follow-up, the patient said she was prescribed an antibiotic, took the full course, and feels fine now, so thought the infection has cleared.